Manufacturer narrative:
The pod was returned with the needle partially deployed, the linkage assembly in the fully deployed position, and the needle exposed. Upon removing the top housing, the formed needle was observed to be disengaged from the slide retract, and visible damage to the slide retract was observed due to the incorrectly installed formed needle. No alarms, drive stalls or time outs were observed in the data. No other damages or deficiencies were observed that would have stopped the device from running as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. Blood glucose levels reached 300 mg/dl.